Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient reported experiencing unspecified issues with his dexcom cgm sensor, he experienced a episode of diabetic ketoacidosis (dka) that occurred in may. However, he declined to provide further details about the incident as he can no longer recall the details, and it remains unclear whether the dka was related to the dexcom device. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
B5 describe event or problem - additional h2 correction/additional information h6 type of investigation - additional h6 investigation findings - correction h6 investigation conclusion - correction

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient reported experiencing unspecified issues with his dexcom cgm sensor, he experienced a episode of diabetic ketoacidosis (dka) that occurred in may. However, he declined to provide further details about the incident as he can no longer recall the details, and it remains unclear whether the dka was related to the dexcom device. Data was received and investigated. The allegation and probable cause could not be determined. No additional event or patient information is available.